Event description:
I use a resvent ibreeze CPAP 20a machine. The water chamber is building up black mold and bio film in a relatively short period of time. The design of the water chamber makes it difficult to impossible to clean effectively. The heating plate grows bio film on the plate and under the plate gasket. The plastic chamber has many corners and areas that are difficult to impossible to clean. There is a void in the top of the chamber that cannot be cleaned and grows bio film and mold. This is a very poor design and could result in severe illness to users.